Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with foreign body (fb) in the left eye (os (ocular sinister)) post treatment. There was secondary surgical intervention performed by removing the fb in the os. The post op refraction from (B)(6) 2018 showed that there was loss of best corrected visual acuity (bcva) however, by (B)(6) 2018 the bcva had improved to 20/20 in both eyes. Patient is content and happy. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 .75 x -4.50 x 175. Left eye pre-op 20/20 .00 x -1.50 x 160. Bcva from (B)(6) 2018: right eye pre-op 20/25 -.75 x -.50 x 120. Left eye pre-op 20/25 -.75 x -.25 x 45.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.